Event description:
Rptr always checks their blood sugar first thing after arising. Goal is 112 but rptr frequently has readings of 120 to 140 and a smaller number in the nineties. This morning rptr's reading was 235."qne" rptr became quite alarmed. After a few minutes rptr decided to take another reading and it came back at 128. Not great, but not as alarming as the previous one which had been taken only ten or so minutes earlier. Rptr read later in the day that reli-on, which is walmart's house brand has a known defect which causes this. Rptr guesses they'll have to get another brand and waste the ninety five or so strips they have left.